Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Event description:
Approximately eleven months post hvad implantation, it was reported that there was an issue with the performance of the battery. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The patient's devices were exchanged without incident and there was no reported patient injury. A battery charger, controller ac adapter, two controllers, and batteries were returned to heartware for evaluation; the devices are related to the reported event. Records indicate that the unit met the internal requirements prior to its quality assurance release process. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The battery charger, controller ac adapter, two controllers, and three batteries passed visual examination and functional testing; the analyzed devices performed per specification under testing conditions and were unable to duplicate the reported event at bench level. Functional analysis revealed that (B)(4) contained a faulty internal cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.